Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) upon receipt. Analysis of the device image revealed a high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly.